Manufacturer narrative:
(B)(4).

Event description:
The allegation was confirmed.

Manufacturer narrative:
(B)(4).

Event description:
Data was received for evaluation. However, the alleged device is not present within the investigation window. Confirmation of the allegation and a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occured. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it failed due to being incomplete. A review of the share logs was performed, there was no data within the investigation window. The allegation was not confirmed. The root cause was determined to be a defective transmitter.